Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter: upon use on the thick tissue, the device stopped firing in the middle. Removed it by pressing the silver button. Loaded a new sulu on egiaustnd and then confirmed no problem to complete the case. Operating time not extended. No patient harm. The customer did not report whether reinforcement material was used.